Event description:
Impedance 209 ohms on 12/18, sent an alert for 190 ohms. This is the third alert like this. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).